Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen showed a database error and was unable to restart the device. The technical support specialist dialed into the station and disconnected the cfn application, and the cfn admin logged in to launch structured query language server management studio. The tss found that the database was corrupted and repaired the database by referring the article named how-to ¿ recover / repair a corrupted dsclientoltp database and checked the query from the article disaster recovery server db: a non-current db was recovered or moved. Then the tss performed a full synchronization by referring the article proper data sync procedure. The tss verified with the customer that the station functioning without any errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station screen showed a database error and was unable to restart the device. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.